Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. The keypad was found to be worn but intact; no peeling or lifting was observed. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the buttons were not responding to presses and required multiple presses. The family member also reported that the pump has locked without explanation. The keypad is reportedly intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.